Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had a point on the tip.

Event description:
It was reported that the catheter had a point on the tip.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the samples noted no pointed areas on the device. The device met specifications. Although the reported event was unconfirmed, a potential root cause of this failure was improper latex formation due to over drying of the rack. Based on the investigation findings, current manufacturing controls were considered adequate as to detect and segregate any nonconforming unit. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use. Do not resterilize caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical attention, read directions prior to use. Practice and applicable laws and regulations. Sterile unless package is opened or damaged. Do not use if package is open or damaged."